Event description:
The customer contacted beckman coulter inc. (Bec) to report elevated troponin I (accutni) results for 2 pt samples on their unicel dxl 800 access immunoassay system the elevated accutni pt sample results were not reported outside of the lab. There was no impact to pt treatment associated with this event. The customer reported the accutni assay was calibrated prior to the event. The quality control results obtained after calibration and prior to the event were recovering within the lab's established ranges. The customer reported that analyzer maintenance was current. Bec requested that the customer perform a diagnostic system check. The customer performed two system checks (following the event) which failed the wash portion with high imprecision. The customer repeated the accutni assay for the pt samples on another analyzer in the lab. Lower results were obtained and were reported outside of the lab.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the peristaltic pump peri-tubing. The fse ran a system check which passed instrument specifications. The fse ran a precision run of approx 100 replicates which passed specifications (no outliers were observed). All repairs were verified per established procedure. The hardware issues with the analyzer that were addressed by the fse were likely a contributing factor to the root cause for this event. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events.